Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a low power alert became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. Additionally, it was reported that the customer overcorrected for a food bolus and experienced a low blood glucose (bg) of 43 mg/dl. Customer consumed carbohydrates to address the low, and bg level increased to 416 mg/dl.